Event description:
Percutaneous coronary intervention (pci) was performed in a 70% stenosed lesion with severe calcification and mild tortuosity located in the proximal to mid left anterior descending (lad) artery. Intravascular ultrasound (ivus) catheter was used to check the vessel size. A stent was advanced to the lesion and deployed. After deployment, cineangiography (cine) showed narrowing of the middle of the stent. Ivus was used again to look at the vessel and stent. During withdrawal of the ivus catheter, resistance was encountered, the ivus catheter had become caught on the stent strut and cine showed that the stent had elongated. The physician pulled the ivus catheter removing successfully; the stent remained implanted and positioned on the lesion. Another stent was advanced to the lesion to cover the elongated portion of the implanted stent. The procedure was successfully completed with no additional patient complications. The patient is reported as "safe and stable". Same event as MFR report #2134265-2009-07294 for the stent.

Manufacturer narrative:
A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. The DHR review showed that the lot met all required specifications. No similar complaints by event description were found in this lot.visual inspection of the returned catheter revealed the guidewire exit port was lifted and ripped. No fluid was observed inside the telescope and distal tip assembly. No fluid was found inside the hub and no kink was observed in the sheath assembly. The guidewire that was used during the procedure was not returned. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Image characterization testing revealed that a good square image appeared in the system and the product performed within specification.a review of the device labeling and directions for use (dfu) contains these warnings:do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications.if resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications.when advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation.when readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. Use caution when removing the catheter from a stented vessel.inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut, resulting in entrapment.the review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use.based on the event description, the observed condition of the device, dfu review and the anatomical and procedural factors encountered during the procedure, the root cause of the stuck on stent has been determined to be due to operational context. The manufacturer will continue to monitor complaint trends for this product.

Event description:
Percutaneous coronary intervention (pci) was performed in a 70% stenosed lesion with severe calcification and mild tortuosity located in the proximal to mid left anterior descending (lad) artery. Intravascular ultrasound (ivus) catheter was used to check the vessel size. A stent was advanced to the lesion and deployed. After deployment, cineangiography (cine) showed narrowing of the middle of the stent. Ivus was used again to look at the vessel and stent. During withdrawal of the ivus catheter, resistance was encountered, the ivus catheter had become caught on the stent strut and cine showed that the stent had elongated. The physician pulled the ivus catheter removing successfully; the stent remained implanted and positioned on the lesion. Another stent was advanced to the lesion to cover the elongated portion of the implanted stent. The procedure was successfully completed with no additional pt complications. The pt is reported as "safe and stable". Same event as MFR report # 2134265-2009-07294 for the stent.

Manufacturer narrative:
Stuck in stent.